Manufacturer narrative:
Date of event. Please note that this date is based off the year of publication of the article as the actual event date was not provided. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Hauseux, p.a., cyprien, f., cif, l., gonzalez, v., boulenger, j-p., coubes, p., capdevielle, d. Long-term follow-up of pallidal deep brain stimulation in teenagers with refractory tourette syndrome and comorbid psychiatric disorders: about three cases. European journal of paediatric neurology : ejpn : official journal of the european paediatric neurology society. 2016. 1090 (1-4). Doi: 10.1016/j.ejpn.2016.06.005 summary: the aim of the study was to assess the long-term risk-benefit ratio of pallidal deep brain stimulation (dbs) for young patients with refractory tourette syndrome (ts) and severe comorbid psychiatric disorders. Reported events: one (B)(6) male patient underwent bilateral posteroventral globus pallidus internus (gpi) and globus pallidus externus (gpe) deep brain stimulation (dbs) implant in (B)(6) 2010 for medication-resistant tourette syndrome (ts) associated with severe obsessive-compulsive disorder (ocd) (symmetry obsessions and counting mental compulsions), attention-deficit hyperactivity disorder (adhd), anxiety-depressive disorder, and impulse control disorder (ICD). Postoperative MRI checked electrode position. Despite reduction of motor tics after dbs of posteroventral gpi and gpe, the patient subsequently suffered from worsening of anxiety-depressive and impulsive (acute drug self-induced overdoses) disorders. These mood fluctuations were empirically imputed to gpe dbs. However, the patient reported better quality of life or greater social inclusion since dbs. The following device specifics were provided in the article: lead model 3389; implantable neurostimulator kinetra model 7428; implantable neurostimulator activa pc model 37601.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.